Event description:
It was reported the powerseal curved jaw sealer and divider had frequent incomplete seal errors approximately 20 to 30 times. The event occurred during a therapeutic renal ureteral operation.the procedure was completed with the same device. There was an approximately 10 minute delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and updates to fields b5, d8, d9, and g1. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the adhesion of carbonized tissue to the jaws. The event can be prevented by following the instructions for use which state: 18.6 sealing of blood vessels, lymphatic vessels and tissue bundles caution keep the jaw of this product clean during the procedure. Coagulated material accumulated in the jaw may impair the performance of this product. Do not apply high-frequency output while cleaning the jaw, as it may cause burns to medical staff. Olympus will continue to monitor field performance for this device.

Event description:
The inside of the jaw was wiped with gauze which was soaked in saline solution, and the device continued to be used.